Event description:
Her one touch ultra was displaying an error message and that she had to make a special trip to her doctor's office in may 2006 (2pm) because her meter would not work. The medical affairs specialist spoke with the patient in mmay 2006; however, she was unable to confirm the information that was provided to the customer care advocate during the initial call. The patient reported having symptoms of dizziness and stated that she did not test on her meter before or after experiencing the symptoms. The patient was unable/unwilling to report if she tested on her meter before she developed smptoms. At an unspecified time, she took 5 mg glipizide after she attempted to use the meter. When the patient arrived at the doctor's office, the doctor administered new medications during the visit and prescribed the patient new medications. The patient stated that she went to the doctor to check her diabetes, but was unable to recall what her blood glucose readings were at doctor's office. The customer care advocate verified that the meter was not out of the box and that there was no meter trauma. The issue was not resolved through troubleshooting. This complaint is being reported because the patient sought medical attention because her meter was not working. As a result, the patient received treatment at the doctor's visit. The reported issue was unresolved through troubleshooting. The meter, test strips, and control solution were replaced.